Event description:
When the 3.5 x 18mm cypher stent was removed from the hoop without friction and being flushed, the physician confirmed the stent to be flared (flared portion unknown) during device preparation. Therefore, the physician stopped using the cypher and the procedure was finished successfully using new cypher stents, the target lesion was the de novo proximal to mid left anterior descending branch. The lesion had 90% stenosis. No anomaly was noticed prior to flushing the cypher.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. This japan cypher-sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.